Event description:
It was reported that this patient contacted the pacemaker clinic because of dizzy spells due to oversensing inhibiting ventricular pacing. The device alerted and the oversensing was found after a remote transmission. The lead remains implanted but was electrically programmed out of service until a lead revision can be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).